Event description:
It was reported that a drill bit that broke during surgery. The surgeon was performing an open reduction internal fixation of a proximal humerus and while drilling, the drill bit broke and was lodged into the medullary canal. It was reported that the drill bit broke at the tip, approximately at the last 15 mm. The surgeon did not retrieve the piece of the instrument. Surgery was successfully completed with no patient harm reported. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed with the following: a third party manufactured the 2.5mm drill bit/qc/gold/110mm, p/n 310.25, and lot number u172538 for po 1541143. The supplier¿s certificate of compliance met the required specifications. The parts were inspected and conformed to the synthes, incoming final inspection. There were no ncr¿s generated during the manufacture of this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.